Event description:
On (B)(6): customer reports via phone, that staff were attempting to start the room for an emergent weekend procedure, when the system failed. Customer does not have a back up room. Procedure was cancelled. Customer could not provide pt or procedural information.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.